Manufacturer narrative:
One (1) conf intro ndle, side, 13g 4" was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the needles distal tip. The fractured tip was not provided for analysis. The inner stylet component of the device was received stuck with in the needle, presumably being retained by bodily tissue or cement remnants. The deformation is consistent with a quasi-static overload failure of the needle component. No material defects or abnormalities were observed in the analysis. A review of the receiving inspection (ri) for the reported lots of the reported products did not find any anomalies in the release of these devices. A definitive root cause for the needle being broken intra-operatively cannot be determined. However, fracture analysis suggests that deformation is consistent with a quasi-static overload failure of the needle component. No material defects or abnormalities were observed in the analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm: needle broken. Complaint form sent. Physician was using the confidence needle in a sacral vertebralplasty. When he removed the needle, he noticed that the tip had broken off in the sacrum. It is cemented into the patients sacrum. Is not apparent on the CT scan.